Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead had performance issues. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. Analysis revealed the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.